Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance and high thresholds were observed on the right atrial lead. It was also noted that a polarity switch and oversensing during atrial high rate episodes had occurred. The lead was capped and replaced. No patient complications have been reported as a result of this event.